Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the fenestrated bipolar forceps instrument was found to have a cracked cable. The procedure was completed as planned with no reported injury. Per subsequent follow-up, the initial reporter/nurse clarified that the broken cable was the energy cable. No fragment fell into the patient. The procedure was completed with a backup instrument. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# k10210709 0358) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sk2992. The instrument had 9 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "cable cracked, broken cable was the conductor wire¿. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. The root cause of a dislodged conductor wire is a component failure. An additional observation was also identified. Failure analysis found the additional failure of broken grip cables to not be related to the customer reported complaint. The instrument was found to have both grip cables broken at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. Root cause of broken grip cable ¿distal is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.